Event description:
It was reported unspecified bd emerald syringe had an open unit package. The following information was provided by the initial reporter: "damaged needle bag: open".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Customer reported lot# 220112, but it does not match their material description (bd emerald syringe). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.material number is unknown and batch number unable to be verified without a valid pn; reviews could not be performed. Based on limited information available after unsuccessful attempts to obtain - unable to assess the rm documentation. H3 other text : see h10.

Event description:
It was reported unspecified bd emerald syringe had an open unit package. The following information was provided by the initial reporter: "damaged needle bag: open"